Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the register nurse recently experienced issues with bard foleys and their temperature reading, causing them to question their accuracy due to real-time issues with precision (fluctuations in real-time) and clinically relevant disparities when compared with alternative peripheral (oral) and intermediate (temporal) sources. On 3-5 patients in the last month , some colleagues estimate this number might be higher, but they had not seen these cases firsthand. Specifically, temperature readings via the foley thermistor were 1-2 degrees less than the alternative sources listed above, and readings from the foleys varied in real time by 1/3 to 1 degree or more. They had attempted replacing the foley, though some were less than 24 hours old, and replacing the cable connecting the foley thermistor to their phillips monitors. The connecting cable(s) had no obvious signs of damage that would cause the layperson to suspect a short. All but one patient had urine output greater than 30 ml/hour, but they realize that research indicates that urinary flow rates should not undermine the clinical accuracy of bladder temperatures and were wondering what other factors they might examine in this issue, including the monitor cables connecting the foley thermistor to the phillips monitor and individual physiologic considerations. They had encountered this issue in three separate patients between (B)(6) 2022 and now. In one instance, they did replace the foley but still experienced the same issue and suspected the issue was mostly pathology-related or some other piece of equipment that might be causing interference the cords they use to connect our foley temperature sensors were manufactured by novamedusa and the part number was 11-ca-401-12 (novatemp reusable temperature adapter cables). Also, they tried replacing one of these cables upon experiencing the issue, despite there being no obvious damage to the cable, without the issue being resolved. As per additional information received via mail on 23nov2022, it was reported that there were several other occurrences in which bladder temperature from the foley have been questioned. The device read lower than peripheral temperature sources within recent months. Bd representative explained that the foley was reading core temperature, so they need another core temperature method to truly correlate (rectal, esophageal, pulmonary artery). Customer responded that there two patient who had gi bleed with contradictions to insertion of esophageal or rectal probes. Customer also stated that they would not question the foley if the temperature reading was not several degrees lower than the exterior sources. Bd representative stated that there might be small variance only due to electrical resistances which might be in the range of 0.5c degree between the cable and two devices.

Event description:
It was reported that the register nurse recently experienced issues with bard foleys and their temperature reading, causing them to question their accuracy due to real-time issues with precision (fluctuations in real-time) and clinically relevant disparities when compared with alternative peripheral (oral) and intermediate (temporal) sources. On 3-5 patients in the last month , some colleagues estimate this number might be higher, but they had not seen these cases firsthand. Specifically, temperature readings via the foley thermistor were 1-2 degrees less than the alternative sources listed above, and readings from the foleys varied in real time by 1/3 to 1 degree or more. They had attempted replacing the foley, though some were less than 24 hours old, and replacing the cable connecting the foley thermistor to their phillips monitors. The connecting cable(s) had no obvious signs of damage that would cause the layperson to suspect a short. All but one patient had urine output greater than 30 ml/hour, but they realize that research indicates that urinary flow rates should not undermine the clinical accuracy of bladder temperatures and were wondering what other factors they might examine in this issue, including the monitor cables connecting the foley thermistor to the phillips monitor and individual physiologic considerations. They had encountered this issue in three separate patients between october 2022 and now. In one instance, they did replace the foley but still experienced the same issue and suspected the issue was mostly pathology-related or some other piece of equipment that might be causing interference the cords they use to connect our foley temperature sensors were manufactured by novamedusa and the part number was 11-ca-401-12 (novatemp reusable temperature adapter cables). Also, they tried replacing one of these cables upon experiencing the issue, despite there being no obvious damage to the cable, without the issue being resolved. As per additional information received via mail on 23nov2022, it was reported that there were several other occurrences in which bladder temperature from the foley have been questioned. The device read lower than peripheral temperature sources within recent months. Bd representative explained that the foley was reading core temperature, so they need another core temperature method to truly correlate (rectal, esophageal, pulmonary artery). Customer responded that there two patient who had gi bleed with contradictions to insertion of esophageal or rectal probes. Customer also stated that they would not question the foley if the temperature reading was not several degrees lower than the exterior sources. Bd representative stated that there might be small variance only due to electrical resistances which might be in the range of 0.5c degree between the cable and two devices.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "tortuous anatomy (e.g. Enlarged prostate)". It was unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed directions for use wash hands and don clean gloves explain procedure to patient and open peri-care kit 3. Use the provided packet of wipes to cleanse patient¿s periurethral area 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 5. Using proper aseptic technique open csr wrap 6. Don sterile gloves 7. Place underpad beneath patient, plastic/¿shiny¿ side down note: use caution to maintain aseptic technique 8. Position fenestrated drape on patient 9. Saturate 3 foam swab sticks in povidone iodine 10.attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon 11. Remove foley catheter from wrap and lubricate catheter 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia inora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has ntered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck 16. Secure the foley catheter to the patient use the statlock® foley stabilization device if provided (see statlock® foley stabilization device IFU) note: please make sure patient is appropriate for use of statlock® stabilization device 17. Position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor 18. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked 19. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system 20. Document procedure according to hospital protocol foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient¿. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.